Event description:
It was reported that during a fundoplication procedure, the teflon pad was broken. Took a new instrument to complete the case. No further info is available. There was no adverse pt consequence.